Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 150mcg/day via an implantable pump. A pocket infection was reported. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostic and troubleshooting performed was noted as issues are not device related. The actions and interventions taken to resolve the issue were the catheter was partially explanted and a portion remains in the intrathecal space, ligated proximal portion in spinal incision and the pump was explanted. These were medical decisions managed by the clinic/provider. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.